Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'no loading animation' was not reproduced. Evaluation was able to successfully load an IV set with no issues. The issue was not verified and no component issue was identified. The reported problem of 'always said downstream occlusion' was not reproduced during evaluation. A review of the event history log identified downstream occlusion messages which verifies the issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be downstream sensor values out of specification.. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no loading animation and alarmed downstream occlusion. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.